Event description:
Received info that the pt was hospitalized with hyperglycemia in 2009. According to reporter, the pt had experienced labile blood sugars for the previous four days. He was admitted to the hosp and treated. The device has been returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report, the investigation has not been completed.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.